Event description:
It was reported that a user of the ilet experienced elevated blood glucose readings after a sensor warmup, with reports of dexcom g7 signal loss earlier in the day and subsequent glucose values trending down later following food intake. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alerts or alarms reported. Investigation included troubleshooting and user education by phone with follow-up to monitor glucose trends. Investigation of this case revealed insufficient information to identify a device malfunction or component failure, and the hyperglycemia was of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.